Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetic educator reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose of 868 mg/dl. The customer's current blood glucose is 192 mg/dl. Troubleshooting was not performed. Customer stated that the they were unable to exit the ¿load reservoir¿ process. The insulin pump will not be returned for analysis.